Event description:
The instrument was sent to the repair center for evaluation and repair by the distributor. The distributor indicated on the return form that this instrument broke during the surgical procedure. Additional information was requested in 2003. To date no further details were provided. The instrument has been returned to the manufacturer for evaluation.